Manufacturer narrative:
Operator of device, health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "pump got hot and turned off last night when it was plugged in". There was no reported patient harm.